Event description:
Same case as MFR report #: 2134265-2011-03319. It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the heavily calcified unspecified target vessel. An ion stent was advanced to treat the target lesion but could not cross the lesion and the stent buckled in the middle. A taxus atom stent was advanced but also could not cross the lesion and buckled at the tip. The lesion was dilated with a smaller balloon and then with a larger balloon and the finally a different stent was used to successfully cross the lesion. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the target lesion was an 85% stenosed, 28mm in length lesion located in the heavily calcified diagonal branch. There was no vessel tortuousity. The stent was disposed.

Manufacturer narrative:
(B)(4).